Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako tka software was reported. The event was confirmed. Method & results product evaluation and results: based on the analysis of the relevant log files and session files: the rio system was performing within its specifications there is no indication of system malfunction. Probe check passed as well as rio registration, pre-surgery checks, bone registration, and bone checkpoints. Cutting inaccuracies of 2 mm is within the specifications of the mako system. The profile accuracy of ±1.5 mm means that the relative accuracy with respect to the distal resection will vary at most 1.5 mm. However, the planar probe returns error with respect to plan which for the distal resection error can be as large as 2.41 mm overall and still be within the robot¿s specifications. The accuracy of the robotic arm is not confirmed as the user failed to lower the rio for the final posterior chamfer resection and 1st tibial resection steps, which can cause vibratory motion in the base array leading to inaccurate resections. There are no e-stop warnings associated with these lift mechanism warnings therefore it is unlikely that they were the result of moving the robotic arm during the bone preparations step. The arm accuracy can also be compromised by rough handling of the arm and pushing through the stereotactic there was a torque limit error in joint 5 during the pre-surgery checks. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints related to the robot shows other complaints related to the failure in this investigation. Conclusions: based on the analysis of the relevant log files and session files: 1. The rio system was performing within its specifications there is no indication of system malfunction. Probe check passed as well as rio registration, pre-surgery checks, bone registration, and bone checkpoints. 2. The accuracy of the robotic arm is not confirmed as the user failed to lower the rio for the final posterior chamfer resection and 1st tibial resection steps, which can cause vibratory motion in the base array leading to inaccurate resections. There are no e-stop warnings associated with these lift mechanism warnings therefore it is unlikely that they were the result of moving the robotic arm during the bone preparations step. 3. The arm accuracy can also be compromised by rough handling of the arm and pushing through the stereotactic there was a torque limit error in joint 5 during the pre-surgery checks 4. The surgeon indicated that when downsizing the implant that on the bone resection page the resection appeared red before cutting. This means that the implant downsize and position was such that part of the old resection was too deep. This will generate errors in implant fit. ¿I downsized from 4 to 3, but it was already shown as red color before trimming at bone prep.¿ the implant fit is a validated during the product development. Any discrepancy between the physical implant and the bone resection must be evaluated intraoperatively or postoperatively via x-ray analysis. Post-operative x-rays were not provided for analysis of this case. The alleged failure mode can be confirmed to be cause user error. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
This pi is for case 2 of 2. Rep reported that there were 2 mako tka cases where after cuts, free space exists after cuts are made. The femur trial "falls out without resistance." As reported: "I attached planer probe and bone registration screenshots. And you can see surgery video, you can check mako cutting video 25min at link. Free space exists after mako cutting. Even after receiving a new pm, the issue continues to exist. Still, when the doctor pulls the femur trial with his finger, it falls out without resistance. And when we do femur downsize cut at ar type, there is a free space in the anterior chamfer. You can check that issue at attached picture. In this case, I downsized from 4 to 3, but it was already shown as red color before trimming at bone prep. I chose ar and didn't touch anything else. This is always the case if you do femur down size at a specific size."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for case 2 of 2. Rep reported that there were 2 mako tka cases where after cuts, free space exists after cuts are made. The femur trial "falls out without resistance." As reported: "I attached planer probe and bone registration screenshots. And you can see surgery video, you can check mako cutting video 25min at link. Free space exists after mako cutting. Even after receiving a new pm, the issue continues to exist. Still, when the doctor pulls the femur trial with his finger, it falls out without resistance. And when we do femur downsize cut at ar type, there is a free space in the anterior chamfer. You can check that issue at attached picture. In this case, I downsized from 4 to 3, but it was already shown as red color before trimming at bone prep. I chose ar and didn't touch anything else. This is always the case if you do femur down size at a specific size."